Manufacturer narrative:
The cause for the discordant advia centaur xp afp results is unknown. Quality controls are within acceptable range. There is no sample available for further investigation. No conclusion can be drawn. The instrument is performing within specification. The information for use (IFU) states in the intended use section: "warning: "use afp results only as part of the overall clinical evaluation of a patient. Do not use afp results as the only criterion for diagnosis."

Event description:
A low advia centaur xp afp result was obtained on a patient sample and reported to the physician. The physician questioned the result as the patient had not been administered treatment and the low result was considered discordant when compared to patient's previous test results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp afp results.